Event description:
Us endoscopy, 25ga carr-locke injection needle would not flush. Nothing was able to pass through needle, including saline solution. No visible defects were noted. FDA safety report ID# (B)(4).